Event description:
It was reported that during cori assisted tka surgery, the burr of the real intelligence robotic drill did not. The last 1mm of distal femur. Long attachment was switched, bur size verified and recalibrated, and the drill guard was swapped but could not get the bur to get the last mm of bone in exposure mode. Surgery was resumed after a non-significant delay by manual procedure, the last mm was cut with a saw. No injuries to the patient were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, sn(B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. A kpc test was attempted but could not be completed as the motor did not push out and hold and a burr could not be loaded and locked. The drill was taken apart for further investigation. The drill¿s exposure motor was tested and passed. The drill¿s cable was tested and passed. The drill was put back together and was able to complete a kpc test without issue. The burr was validated and was seen to be about 1mm short of the set calibration. The carriage was replaced with a known working carriage and the validation of the burr was still offset. The drill was recalibrated, and the drill was able to pass validation without issue. The drill is now able to burr the last 1mm of bone. It is noted that when attempting to calibrate the homing offset for the drill, if the short burr is not properly inserted, the homing offset will be at a lower value than intended and would cause an undercut when burring. The service manager was notified of this miscalibration. An engineering review was completed. The exposure motor encoder was tested and found to be responsive. The most likely cause of this event was due to an improper calibration of the drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.